Event description:
It was reported that balloon rupture and removal difficulty occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. The blood pump flow was less than 200 ml/min, and ultrasound examination revealed a stenosis at 2cm from the anastomosis with 0.9mm diameter at its narrowest point located in the left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. The balloon was inflated to 20 atmospheres, but the stenosis could not open. However, when the balloon was inflated to 22 atmospheres, the balloon burst. The balloon could not be withdrawn into the vascular sheath. Subsequently, the blood vessel was cut open to remove the device. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter address 1: no. (B)(6).

Event description:
It was reported that balloon rupture and removal difficulty occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. The blood pump flow was less than 200 ml/min, and ultrasound examination revealed a stenosis at 2cm from the anastomosis with 0.9mm diameter at its narrowest point located in the left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. The balloon was inflated to 20 atmospheres, but the stenosis could not open. However, when the balloon was inflated to 22 atmospheres, the balloon burst. The balloon could not be withdrawn into the vascular sheath. Subsequently, the blood vessel was cut open to remove the device. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 67% stenosed, with no significant bend, non-tortuous, and non-calcified.

Event description:
It was reported that balloon rupture and removal difficulty occurred. The patient presented for ultrasound-guided percutaneous venipuncture balloon dilatation. The blood pump flow was less than 200 ml/min, and ultrasound examination revealed a stenosis at 2cm from the anastomosis with 0.9mm diameter at its narrowest point located in the left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. The balloon was inflated to 20 atmospheres, but the stenosis could not open. However, when the balloon was inflated to 22 atmospheres, the balloon burst. The balloon could not be withdrawn into the vascular sheath. Subsequently, the blood vessel was cut open to remove the device. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 67% stenosed, with no significant bend, non-tortuous, and non-calcified.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A circumferential tear was identified in the balloon material 20mm approximately proximal from the distal tip. The investigator was unable to remove device from sheath due to damaged shaft. A visual examination observed damage to the tip of the device. A visual and tactile examination found multiple shaft kinks. Both markerbands were undamaged and present on the shaft of the device. (E1) initial reporter address 1: (B)(6).